Manufacturer narrative:
No investigation is possible without the returned product; therefore, the exact cause of the broken arterial luer tip cannot be determined. Standard industry luer components are used in the cartridge assembly. Cartridge lot number provided was not a valid lot number. Nxstage medical considers this report closed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
At the end of a routine hemodialysis treatment, it was reported that the operator could not disconnect the cartridge blood line from the pt's catheter to make connections for rinseback of the pt's blood. It was reported that the luer tip from the pt connector broke off in the catheter tip. No problem was reported when the pt connector was initially disconnected from the priming spike. The pt's catheter was replaced. No other medical intervention was reported.